Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician product ID: neu _unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported the patient missed their refill 8 days and the healthcare provider (hcp) was preparing to refill the pump. It was stated the pump went dry. No further information was provided. It was unknown what drug the pump was used to deliver. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.